Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported on (B)(6) 2017 that the customer's pdm had an error while she was sleeping and was not able to be reset. As a result, a new pod was not able to be activated. She stated that her daughter was feeling ill with high levels of ketones. The mother called back on 03/16/2017 reporting that the customer went to the hospital and was diagnosed with diabetic ketoacidosis on (B)(6) 2017. She left the hospital the next day after being treated with insulin, morphine, and ritalin. The patient experienced symptoms of vomiting, nausea, light headedness, and lethargy. The mother stated that the customer's blood glucose levels were in the 300's according to the last blood glucose check they did. The pod was discarded.